Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1513102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician stated that after deployment, the entire sealant was visible on the device outside of the tissue tract. Manual compression was applied for 20 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the sealant mis-fired. Additional information: there was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 6f stick location: medium.